Manufacturer narrative:
The device was returned for analysis. The cause of the access site bleeding was not determined. The impella tempubunsho recommends that during impella support the patient should be anticoagulated to where the patient¿s activated clotting time (act) is between 160 and 180 seconds. If the patient¿s act is above this range then there is an increased risk of bleeding at the impella access site.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in an unknown location for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed access site bleed. As a result, a red blood cells were administered, number of units is unknown. No further information was provided.